Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tube separated while it was being pulled out. Since the stomach wall was fixed, the button part was retrieved using a snare and was pulled out. The procedure was completed with a different device (non bsc device). There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tube separated while it was being pulled out. Since the stomach wall was fixed, the button part was retrieved using a snare and was pulled out. The procedure was completed with a different device (non bsc device). There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter facility name): (B)(6) hospital. (Device codes): problem code 2907 captures the reportable event of feeding tube detached. Visual examination of the returned device revealed that the one step button was broken approximately at 14cm from the button dome and it was irregular. The complaint was consistent with the reported incident that the one step button was broken. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the one step catheter was broken due to user technique, patient anatomy or other procedural factors such the incision size, also a lot of force applied to pull the device during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.